Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited suspected dislodgement, as the lead had high thresholds in all configurations. The lv lead was re-positioned to a different anatomical position and remains in use. No patient complications have been reported as a result of this event.